Event description:
I recently read your FDA 2018 article by deborah kontz on the impella heart pump. I would like my husband's death as a result of the impella pump to be included in the FDA data. My husband was treated with the impella pump during a high risk pci procedure on (B)(6) 2022. Removing the pump catheter caused a severe internal bleed (retroperitoneal) botched surgery caused my husband to die seven days later. We were told that there was a risk for death, but had no idea the risk would be from withdrawing the catheter and puncturing his femoral artery. He lost about 4 liters of blood within 30 minutes following the surgery. The pci surgery appeared to be a success but the blood loss put a strain on his already debilitated and revascularized heart. Your article helped me process whether we even needed to do this surgery and if this risk was worth it. It seems "either die from the equipment malfunctions" or "die without the surgery"; pick your hard. Thank you for addressing the issues with this impella pump. I hope the FDA will include my husband's case in their data. His name was (B)(6). He was a patient of dr (B)(6) at (B)(6) hospital in (B)(6). His surgery was (B)(6) 2022 and he died (B)(6) 2022. Regards, (B)(6). FDA safety report ID# (B)(4).